Event description:
The firm refuses to make available service information pursuant to 21 cfr 1040.10-h--2--ii- for any of their laser devices, specifically, lux 1440, lux 1540, lux 2940, lux 1064, lux ir, lux deep ir, and all versions and/or revisions thereof including but not limited to those devices referred to in 510-k- approval numbers k090195, k101506, k080244, k073583, k091446, k083900, and k070298, including versions and revisions not here listed. All of these devices are registered with the FDA as "powered laser surgical instruments," and are classified by the FDA as "laser surgical instruments" pursuant to 21 cfr 878.4810, and are considered "light emitting products," and are regulated by 21 cfr 1040.10-11, "performance standards for light emitting products."